Event description:
User states they obtained an insulin value of 6.5 uiu/ml and when the physician questioned the result they sent an aliquot of the same sample to a reference lab that obtained a value of 39.0 uiu/ml. A corrected report was sent and the physician was notified. It was unknown by the laboratory if treatment was received as a result of the incident. The field service representative determined there was a problem with the measuring cell and replaced it. Performance tests were performed which were within specification